Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's lead is exhibiting high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight reported at the time of surgery.

Event description:
Surgical intervention was undertaken on (B)(6) 2023, during which it was discovered that that the lead was fractured. The lead was explanted and replaced to address the issue.